Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 1 was failed. The field service engineer adjusted several drawer, checked the alignment of the sensor to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the drawer was failed. The customer reported that it was a respiratory medication drawer and it he has to recover the drawer every time to pull medication. The customer stated that this malfunction occured while dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.